Event description:
It was reported that the muscles and toes were cramping in the patient¿s other foot and when the patient attempted to turn stimulation down, she was zapped in her lower spine. It was unknown if this occurred when the patient went to sync the programmer or when she turned stimulation back on. However, it was later clarified that this was not an accurate description of the events. It was later clarified that the patient was getting into her car on monday and there was a smart key on her seat (patient was standing between the car and the door). The patient experienced similar symptoms to spasms and felt as if her spine was electrocuted. The patient then turned the ins off. When the patient turned stimulation on the next morning, it was fine. It was later reported that the patient experienced a shocking/jolting sensation. The issue reportedly resolved. The event took place when the patient was standing in the vehicle doorway and the patient turned the ins off. It was stated that was how the patient felt when the settings were too high. The patient did not have a hybrid vehicle. The patient was doing well now.

Manufacturer narrative:
(B)(4).